Manufacturer narrative:
(B)(4). Batch number: r57j00. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the reason for the change of procedure? Because of this event and patient consequence. What color cartridge was used on the 1st and 2nd firing? Ecr60g. During the 1st firing, was the device difficult to close or fire? No. What is the current patient status? Stable and in hospital now.

Event description:
It was reported that the staples malformed & could not fire. During the dixon, when severing the rectum, after fired, found distal staples malformed. Changed another new cartridge, could not fire. Suture was used to sew the wound. Changed dixon to hartman, the surgery delayed about one hour. The patient is stable and in the hospital now. The patient¿s length of hospital stay is not extended.